Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased intrinsic sensing amplitude, decreased pace impedance measurements and increase pacing thresholds; a lead dislodgement was suspected. A revision procedure was performed wherein the physician attempted to reposition the rv lead but was unable to do so due to an occlusion in the left subclavian vein. The rv lead was subsequently explanted and replaced with a competitor lead. No adverse patient effects were reported. It was noted that the lead will not be returned for analysis.